Manufacturer narrative:
Section h4: correction. Section h6: correction (device code). Manufacturer's investigation conclusion: the reported outflow graft twist could not be confirmed through this evaluation. Furthermore, a correlation between the device and the bacteremia could not be conclusively determined through this evaluation. The account reported low flow alarms in the setting of normal to low blood pressure and upon standing. Fluids were reportedly administered daily and dba was stopped. An outflow graft twist was observed during a CT and stenting was discussed. It was also communicated that the patient had an ongoing bacteremia infection. A review of the submitted log file data showed multiple low flow events on (B)(6)2019, (B)(6)2019, and (B)(6)2019. The account reported that the patient had 4 stents implanted within the outflow graft on (B)(6)2019 and flows improved to around 4lpm. A review of log file data submitted after the procedure showed additional low flow events on (B)(6)2019, however, the account indicated they were due to orthostatic movement. The pump appeared to be functioning as intended for the duration of the submitted log files. Multiple requests for additional information were issued to the customer, but no further information was provided. The patient remains ongoing on vad support. Infection is listed as an adverse event that may be associated with the use of the hm3 lvas. The IFU also explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The IFU also outlines surgical procedures related to the outflow graft and section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low flow alarms that continued with standing; however, they improved with IV fluids and blood pressure controlled. A CT was performed with outflow graft twist. A discussion of stenting of outflow graft with interventional cardiology versus sternotomy; however, pending infectious disease clearance as patient has staphylococcus epidermidis bacteremia. Additional log files submitted on 11nov2019 reported that the patient continued to have low flow alarms when sitting and standing with complaints of dizziness. Log files revealed low flows and pulsitile index (pi) events. On (B)(6) 2019, the patient had 4 stents to outflow graft by interventional cardiology. Flows overall have increased to approximately 4 lpm. On (B)(6) 2019, the patient reported symptomatic low flow alarm after the outflow graft procedure when sitting up; however, patient was orthostatic. No further information was reported.